Event description:
It was reported that this patient was exhibiting pain on right side and the physician assumed there may be a perforation through the atrial myocardium. On the basis of this symptom, the physician elected to place the right atrial (ra) lead to another position. After 30 rotations the helix was unable to extend. The ra lead was explanted and replaced with a new lead. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this lead was thoroughly inspected and analyzed. External visual inspection noted that the helix was retracted and noted no anomalies. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. During the testing it did not identify any product abnormalities that may have caused or contributed to the reported clinical observation perforation; as it is a known possible complication of an implantable lead.

Event description:
It was reported that this patient was exhibiting pain on right side and the physician assumed there may be a perforation through the atrial myocardium. On the basis of this symptom, the physician elected to place the right atrial (ra) lead to another position. After 30 rotations the helix was unable to extend. The ra lead was explanted and replaced with a new lead. No additional adverse patient effects were reported.